Manufacturer narrative:
Sample collection and centrifugation data was not provided. Qc data was not supplied. A bci field service engineer (fse) troubleshot and replaced the transducer. Fse did not note any instrument issues attributed to this event. A clear root cause can be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to receiving vitamin b12 results within the upper range of the assay's normal reference range on two patients generated by the unicel dxc 600i synchron access2 clinical system. The results were not reported out of the laboratory. The samples were repeated on the same unit and results within the normal reference range were obtained. The customer did not report affect to the patient or user attributed or connected to this event.